Event description:
It was reported the camera head exhibited an error message stating, "please contact olympus". The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.